Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. Inspection of the equipment noted moisture around the exhalation valve. The valve was cleaned. No report of patient involvement. (B)(4).

Event description:
The hospital reported that higher than expected level of carbon dioxide was noted. There was no report of patient involvement.